Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or verify the compromised force sensor system alarm due to the motor error alarm. The pump was received with normal operating currents and passed the unexpected restart error test. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer indicated via phone call that their insulin pump alarmed compromised force system sensor during manual prime. The customer indicated that their blood glucose level was 108 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.